Event description:
Healthcare professional (hcp) reported a patient was injected ¿in the corners of the lips¿ with 0.2ml of juvéderm® ultra xc. Approximately 2-3 weeks post injections, patient ¿developed diffuse swelling, bruised and now has strep throat (not device related).¿ the events are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of strep throat (not device related) is considered an unexpected adverse drug experience.